Event description:
It was reported that pre-discharge two days post-implant, the physician noted low sensing. The lead was replaced and good measurements were observed. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.